Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on site and confirmed that there were no table movements at startup. Review of the log file confirmed that the reported malfunction was triggered by an unintended movement of the longitudinal axis. The cause of the lack of table geometry movement could not be conclusively determined by the supplier's part analysis; however, replacement of the longitudinal potentiometer by the fse resolved the issue and restored the system's functionality. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized movements of the table do not work as intended, the c-arm, patient, or staff can be repositioned in a way that allows the procedure to continue. The loss of motorized table movement is not likely to prevent the user from continuing the procedure, transferring the patient, or providing emergency intervention; therefore, the loss of motorized movement of the table is not likely to cause or contribute to death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's table unintendedly moved during start up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.